Manufacturer narrative:
This supplemental report is being submitted to provide a correction, additional information from the customer and the results of the investigation. Updated fields: b5, d8, d9, h2, h3, h4 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury due to the procedure being prolonged by 30 minutes or more; however, further follow up from the customer confirmed no prolongation of procedure occurred due to the reported event. There was no patient harm, no serious injury, and no adverse patient effects reported, thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur. The device was evaluated, and the customer's allegation was confirmed. The allegation of " leaking water during procedure" was confirmed as a leak from the instrument channel due to the insertion tube has snakiness/buckles/discoloration/scratches. Based on the results of the investigation, the most probable cause of the leak from the instrument channel is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from customer which reported that there was no prolonged surgical time related to the event initially reported. The patient was reported to have been in "constant sedation" during the procedure. It was reported there was no patient injury or patient issues related to the procedure or associated sedation.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the colonovideoscope had leaking water, during a colonoscopy procedure. Which caused a prolongation of the procedure, for greater than or equal to 30 minutes, with patient under sedation. The procedure was completed with the same device. There were no reports of patient or user harm.